Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they were frustrated they were unable to receive an magnetic resonance imaging (MRI) due to previously capped leads. The patient reported they had two "defective leads" which were capped and left in their chest and the device was moved to the right side. The leads were replaced and remain in use. No patient complications have been reported as a result of this event.